Event description:
Caller alleged discrepant results. Results as follows.

Manufacturer narrative:
Inratio data provided by end-user lot: per tsr, lab results currently unk. Tests were done more than three hrs apart. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hrs there is a high possibility that the discrepancies are due to changes in the status of the pt. As of today, no product is expected to return. No further investigation will be required.